Manufacturer narrative:
Eval summary: during product evaluation, a defective air in line printed circuit board (ail pcb) in the pump head mechanism was confirmed. The pump head mechanism was replaced during service. The device was retested and returned to the customer within specification.

Event description:
The device was returned to baxter for service. During testing, the baxter technician reported a defective air in line printed circuit board (ail pcb). There was no pt injury or medical intervention necessary. No additional information is available.